Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery during prime and bolus on (B)(6) 2016. Customer stated she changed the reservoir and infusion set but the alarm recurred. Blood glucose value at the time of the alarm was 130 mg/dl. Customer stated that on (B)(6) 2016, she changed the battery but the insulin pump would not turn back on. The customer mentioned she had not been able to get the device to function after multiple battery changes over several days and had been reverted to back up plan. Blood glucose at the time of the blank display was 240 mg/dl. Customer sated there is no corrosion or damage inside the battery compartment or battery cap contacts. Customer reported the battery cap is scratched at the top. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.